Event description:
Went to deploy an aeromini flexible stent 14x15 and the stent would not deploy. The stent was defective. Diagnosis: bronchial fistula. Procedure performed: bronchoscopy flexible, hb stent bronchial novatech dumon via rigid bronchoscopy. Procedure in detail "decision was made to sue 14x15 mm metal wire stent to be placed via flexible bronchoscope. A guide wire was introduced through the working channel of flexible bronchoscope. With fluoroscope position of metal stent to be placed was marked. Flexible bronchoscope was removed while guide wire was left in place. A 14x16 mm metal wire stent was introduced over the guide wire and positioned in already marked area. Unfortunately stent was unable to be deployed due to faulty stent. Stent and guide wire was removed. A rigid bronchoscope was introduced into the airway. Once vocal cord was seen, ett was removed and rigid bronchoscope was advanced and positioned just above the right main stem. Patient was connected to the ventilator. A 16x40 mm dumon stent was loaded and introduced through the rigid bronchoscope. Subsequently stent was deployed in the right main stem. Stent was noted to be incompletely deployed. A 12 mm bronchial balloon was introduced through the rigid bronchoscope and inflated x2. A flexible bronchoscope was introduced through the rigid scope and advanced through the trachea and thorough the stent. I was able to pass the scope through the stent without any resistance and opening of rml and rll was noted to un obstructed by the stent."